Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had pain around their ins site, ¿around their chest a little up on that left side.¿ the caller stated the pain was not a shocking pain, but the patient stated it felt weird. The caller stated the patient got the pain after eating or taking their pills. The caller stated they had checked the ins with the programmer yesterday and it didn¿t show any error messages. The caller stated that the patient was not having heart attack like symptoms (no shortness of breath, dizziness, and had blood work done. The caller stated that the patient went to the hospital and they stated the pain was due to indigestion. The caller asked if the symptoms could be related to the ins and how to check about the lead. The symptoms were reported to be intermittent. About 3 weeks ago the patient was said to have had a fall. That¿s when the issues had started, in (B)(6) 2019. There were no further complications reported.